Manufacturer narrative:
Device received with a depleted (B)(4) alkaline battery installed. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. No battery out limit alarm or failed battery test alarm noted during testing. Device was monitored for one day. No blank display noted. Device had minor scratched display window and scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 due to high blood glucose. The cause of death was diabetes related heart attack. The caller stated that the customer had heart and kidney disease that may have led to the customer's passing. The customer¿s blood glucose was 953 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of admission. The customer was not using sensors. The caller declined to return the insulin pump for analysis.